Manufacturer narrative:
The distributor performed the evaluation. The issue was resolved for the customer by zeroing the bed scale.

Event description:
It was reported by the distributor that the scale was not zeroed properly, possibly resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.